Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported the pump was leaking. Once a demand bolus activated activated, patient said the leak was coming from the right side of the pump. The pump was powered down, line clamped. Therapy was discontinued and the patient removed the catheter. All remaining doses were lost. No replacement was used. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.